Event description:
During insertion of bone screw into acetabular shell in 2006, the screw went through the screw hole of the shell. X-rays show the screw sticking out of the shell. The other three screws were secure and the dr was not concerned. Device remains implanted.